Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate therapy due to lead migration of the right lead. The patient underwent a lead revision procedure and was doing well postoperatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a reduction in symptom relief due to lead migration of the right lead. The patient underwent a lead revision procedure and was doing well postoperatively.